Manufacturer narrative:
The explanted device was not released by the medical facility and thus unavailable for any further testing by the firm. Intra-op testing confirmed appropriate lead placement to target the desired nerve and there is no evidence of any implanted component migration between the time of implant and the time of activation. The patient reported compliance with post-op recovery instructions and there are no reports of any events taking place that may have contributed to lack of pain relief. There are no reports of any system or component failure during the activation of the system. There is insufficient information available to draw any conclusions as to the reason for the patient's reports of inadequate pain relief.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower extremity pain after having completed a successful trial phase with nalu. Intra-operative testing confirmed the patient was feeling stimulation at the desired location and there was visual confirmation of the common peroneal muscle activation. Imaging was performed immediately post implant, 1 week post implant, and 2 weeks post implant with no notable changes reported. After activating the permanent system, the patient reported not receiving adequate therapy. Several different nalu representatives met with the patient on different occasions to reprogram and troubleshoot to optimize the patient's therapy without success. On (B)(6) 2025 a surgical revision was performed to remove the entire system and place a new one.